Event description:
It was reported that a fluid warmer cassette was leaking. No adverse consequences were reported.

Manufacturer narrative:
Device not yet returned to manufacturer for evaluation; follow-up report will be issued as necessary based upon investigation results.